Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. Customer¿s blood glucose was unknown. Customer was unable to rewind the pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to voltage leak at interface board.